Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, functional testing and an alarm log review were conducted. The low battery alarm was confirmed during functional testing. The cause of the alarm was an inoperative main battery. The main battery was replaced in order to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced a low battery alarm. There was no patient involvement. Additional information was requested and is not available.